Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tka procedure on an unknown date and barbed suture was used. The barbed suture broke during the procedure. The case was completed with a different type of suture. There were no patient consequences reported.